Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d284vrc ICD, implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported that the patient received inappropriate therapy and indicated that their device was beeping "like a european cop car." A lead integrity alert (lia) was triggered due to non-sustained ventricular tachycardia events and short interval counts (sic) on the right ventricular (rv) lead. The lead was capped and replaced. No further patient complications have been reported as a result of this event.